Event description:
The patient later reported on (B)(6) 2014 that the infection was staph.

Event description:
The company representative confirmed on (B)(6) 2014 that the infection resolved.

Event description:
It was reported that the patient had the entire system removed due to infection. The date of the explant was unknown, but was stated as "several months ago." The patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n298752, implanted: 2011 (B)(6), product type accessory. (B)(4).